Event description:
It was reported that during a pph procedure, the pt seemed to be okay, but about one week after, the pt had to come back to the hosp for delayed bleeding. The exact amount is unknown, but it was not a serious amount. A blood transfusion was not required. The pt was hospitalized for five days due to this issue. The pt's current status is fine and has been discharged from the hosp.

Manufacturer narrative:
There was no sample rec'd for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The complaint could not be confirmed due to the limited amount of info provided. Due to this fact, no further investigation is being conducted at this time. Complaint info is trended on a regular basis to determine if furthr investigation is warranted.